Manufacturer narrative:
(B)(4) date sent: 8/20/2021 additional information during the visual analysis of one video, the following was observed: the video shows a procedure and a device with tissue between the jaws could be observed, appears to be the tissue is begin prepared for be cut. At the 0:25 mark the tissue keep static in the jaws until to the 0:35 mark. At the 0:38 mark the jaws are open and removed of the tissue and staple line and cut line were expected. However, at the 0:39 mark some staples leg were noted no properly formed on the distal end. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. G3, f10, h6, h10

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the reported event for the ecr60g device was malformed staple during the visual analysis of one video, the following was observed: the video shows a procedure and a device with tissue between the jaws could be observed, appears to be the tissue is begin prepared for be cut. At the 0:25 mark the tissue keep static in the jaws until to the 0:35 mark. At the 0:38 mark the jaws are open and removed of the tissue and staple line and cut line were expected. However, at the 0:39 mark some staples leg were noted no properly formed on the distal end. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot : n/a. Device history batch: n/a. Device history review: n/a.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) . Event day and event month were not provided. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information received: a video was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there were problems with bracket formation. No further information. No patient consequences.